Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined that the device failed the mesh test. The comb and bottom roll were damaged. The comb and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that the item was jammed and not opening. The base unit and the handle was jammed. The handle could not perform the up and down motion. The device was getting stuck while meshing, the event timing was during surgery. There is no harm or delay reported. Another device was used to complete the procedure. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - united kingdom.